Event description:
It was observed during the device inspection, the subject device curved rubber adhesive section is missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. The reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.